Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the network and communication issues. A technical support specialist reimage the system in order to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system communication was down and was not able to log on. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.